Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger/modem was resetting and was unable to charge a battery pack. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a charger was resetting.